Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that when disposing the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology needle, blood splashed off the shaft and onto the nurse's face. There was no report of injury or exposure to the mucous membrane. The following information was provided by the initial reporter: "the blood splashed when the needle was being disposed of, as there was blood on the secured needle shaft, which bent while being put in the sharps bin, and it flicked blood on the nurse¿s face. With the exposed needle having blood on it, and the flimsy and unprotected design of the unit, there seems to be a lot of concern and reports about higher risk to staff." "Unable to advance catheter, stiff. Blood exposed on open needle. Unable to use IV, new IV required."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when disposing the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology needle, blood splashed off the shaft and onto the nurse's face. There was no report of injury or exposure to the mucous membrane. The following information was provided by the initial reporter: "the blood splashed when the needle was being disposed of, as there was blood on the secured needle shaft, which bent while being put in the sharps bin, and it flicked blood on the nurse¿s face. With the exposed needle having blood on it, and the flimsy and unprotected design of the unit, there seems to be a lot of concern and reports about higher risk to staff." "Unable to advance catheter, stiff. Blood exposed on open needle. Unable to use IV, new IV required."